Manufacturer narrative:
(B)(4).

Event description:
It was reported that stimulation turned off when the patient used a "staple gun" at work. The patient turned stimulation back on and the issue resolved. Refer to manufacturer report #3004209178201106522.